Manufacturer narrative:
Upon receipt of additional information, it was noted that the initial aware date reported should be corrected to 03mar2021 as this was the date in which the getinge field service engineer (fse) began preventative maintenance service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the drive assembly of the cs300 intra-aortic balloon pump (iabp) failed leak tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) resolved the reported issue by replacing the drive assembly. The performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the drive assembly of the cs300 intra-aortic balloon pump (iabp) failed leak tests. There was no patient involvement, and no adverse event reported.